Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the, "fiber broke" at 71,651 joules of use and 10:27 minutes was observed. It was further reported "emission forward". The procedure was completed using a second fiber. There were "no injuries to the patient" reported.

Manufacturer narrative:
(B)(4). Product evaluation: (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tube exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.